Event description:
It was reported that the atrial lead was oversensing. It was also reported that the ventricular lead had low impedance. The atrial lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.